Manufacturer narrative:
Event was received from eye care practitioner to coopervision (B)(4). Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the event. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
Pt has been wearing biofinity lenses since (B)(6) 2009 with no prior incidents. On (B)(6), 2011, the pt was dispensed biofinity sphere lenses. Pt suffered pain in the left eye along with the eye being watery and red. Pt was diagnosed on (B)(6), 2011 with a corneal ulcer. Pt uses opti-free/renu multipurpose solution and was wearing the lenses on a continuous wear basis (29 nights). Pt was prescribed vigamox, ciloxan and fml eye drops. Pt temporarily discontinued lens wear and has made a full recovery. Pt has been advised to remove lenses at night.